Event description:
During review of the event history log, it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrence suggest a device malfunction. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing (low fluid numbers). It was determined that this failing part caused the false air in line alarms and has been replaced.